Event description:
The patient called for assistance in changing the insulin cartridge of her backup infusion device. While doing this, the plunger remained attached to the piston rod in the cartridge chamber and this caused a small amount of insulin to spill into the cartridge compartment. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient dried the infusion device with a cotton swab and said she will allow it to dry out overnight. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient stated she thinks she was pushing the piston rod up too far to meet the bottom of the cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.